Event description:
The pt was a male. The target lesion was the left internal carotid artery. There was mild vessel calcification and mild tortuosity and the rate of stenosis was 80%. The angioguard's delivery and the stent placement were successful. After the stent placement, the patient's blood pressure dropped. The vasopressor (dopamine) was given the pt for three (3) days and the symptoms subsided. Pt recovered and is out of the hospital now.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.